Manufacturer narrative:
The lot number was not provided. A trend related investigation was performed and no adverse trend could be identified. The root cause could not be determined. (B)(4).

Event description:
Additional information received from the consumer on 01/26/2016 indicates that the consumer did not use any lenses between (B)(6). The consumer purchased air optix night & day lenses and used them without any problems. After learning that the freshlook brand lenses were authentic alcon product, she tried another pair of the suspect product and experienced burning and stinging after 3 hours of wear. She then removed the lenses. The consumer states, their eyes are fine, except for an occasional light stinging feeling in the right eye.

Manufacturer narrative:
(B)(4). Two opened complaint samples from an unknown lot were received. Based on the parameters provided, the returned samples were found to meet manufacturing specifications and were identified as authentic (B)(4) product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by an eye care provider on (B)(6) 2015, a patient wore the contact lens for 3 hours before experiencing stinging, burning, redness, and sensitivity to light in her right eye on (B)(6) 2015. The patient went to the doctor and was diagnosed with keratitis. The doctor stated that the issues may be caused by a counterfeit contact lens. The doctor prescribed moxifloxacin ophthalmic solution 2 drops 2 times a day, dexamethasone ophthalmic solution 2 drops 4 times a day, and ciprofloxacin oral tablets 1 tablet 2 times a day (only during the first week of treatment). The doctor advised that the eye was 80% recovered as of (B)(6) 2015. The patient completed the ciprofloxacin as of (B)(6) 2015 and continued to use the two prescribed eye drops until (B)(6) 2015. Contact lens wear was discontinued during treatment. Further information was received directly from the patient on (B)(6) 2015. The patient indicated that she experienced the same situation 4 months ago, experiencing her first instance of redness and stinging associated with the use of the contact lenses. She reported that the doctor's initial causality for these events was thought to have been a dust particle in her eye; however, when she presented again on (B)(6) 2015 experiencing the same symptoms with increased severity, she reported that the doctor determined at that time that the contact lenses were the causative factor. It is reported that the patient has restarted contact lens wear since the event occurrence, with the patient's symptoms reported as improving. Additional information has been requested, but not yet received.